Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015; at which time, the patient's scs ipg was relocated to another ipg pocket site and repositioned for improved communication. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to charge her scs ipg for approximately a month and as a result, lost stimulation on (B)(6) 2014. The patient has recently gained weight and subsequently the patient's ipg appears to be too deep to communicate with her charger. An sjm representative met with the patient and confirmed the communication error. The patient will follow-up with her physician to determine the next course of action.